Event description:
An event involved a cadd administration set where it was reported that the tubing became loose from the connector to the PICC line, resulting in chemotherapy leakage. The line had broken at the connection. The event occurred during infusion. The disconnection during use may lead to interruption of therapy and potential exposure to hazardous drug. There was patient involvement, and minimal delay of maximum 1 hour in therapy, but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.